Event description:
The customer reported to olympus that the device required a new y hose for the yellow connector. It is unknown when the problem was identified. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by an olympus engineer where the customer's complaint was confirmed. The equipment was repaired and verified according to instructions. Software attributes were verified and confirmed. Equipment passed the electrical safety test. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). The customer stated there was no patient involvement. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the connecting tube was unable to be connected due to breakage of the connector by hitting with hard material and/or loosened. It is likely that the user applied stress to the connector which accumulated and led to the connector loosened. The event can be prevented by following the instructions for use which state: "chapter 3.inspection before use¿ 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.